Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent treatment of a 65mm ruptured abdominal aortic aneurysm. The patient had a short reversed funnel aortic neck. It was reported that during the index procedure, the final angiogram showed either a type I or type IV endoleak. Intervention was performed and the physician implanted 8 endoanchors. Following this, it appeared the endoleak had reduced. As per the physician the cause of the event is anatomy. No additional clinical sequelae were reported and the patient will be monitored.